Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp was aware. Patient's weight information was asked but not available. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was seeing a reposition antenna screen. The rep advised the patient to reset the recharge and the issue did not resolve. The patient stated that they last recharged last week. The caller was not with the patient and would call back after seeing if the programmer will find the device. It was reported that the healthcare provider (hcp) was aware of what was going on with the device. A por was cleared, but the patient was not in overdischarge. The patient is doing well.